Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight: unknown / not provided. Email address: unknown / not provided. Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant carrier (mount) fractured. They were able to complete the procedure with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and product evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Mount fractured at hex. No malfunction to the implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. DHR review was completed for the subject lot number (1245878). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1245878) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.